Manufacturer narrative:
Attempts have been made to get further details; however, no further information is available at this time. Updates will be made to the event section upon receipt of any information. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
It was reported by a user facility that after a patient completed treatment and was disconnected from the hemodialysis machine, they became unresponsive. It is unsure how long the patient was disconnected from the machine, however, the patient experienced hypotension and a change in mentation. A request to validate the operation of the k2 machine was requested and no malfunction was reported. Medical records have been requested.